Manufacturer narrative:
A third party service agent evaluated the device and verified the reported failure. The system pcb assembly was replaced and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The device was not returned to physio-control for evaluation.

Event description:
It was reported that the customer's device was rebooting on its own. This caused the device to not have an ability to deliver defibrillation energy to a patient, if needed.

Manufacturer narrative:
The removed system pcb assembly was returned to physio-control for further evaluation. The cause of the reported failure was determined to be a failure of the single board computer (sbc), which is located on the system pcb assembly. The sbc intermittently failed to boot, which led to the reported failure.